Event description:
The hosp reported that during the saphenous vein harvesting procedure, moisture was noticed inside the endoscope. No add'l info was provided by the reporter. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.